Manufacturer narrative:
(B)(4). One flexiva ID 200 laser fiber was returned broken within sma connector. Visual examination revealed that light cannot travel completely to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector, likely as a result of handling during setup of the device. The sma boot was visually analyzed and it was found to be melted on the part which interfaces with the sma connector. It was also noted that the sma boot had detached from the connector. It is likely the fiber was fired despite the fracture within the connector. This would result in the connector overheating and melting/detaching the sma boot per the reported event, confirming the complaint. The dfu warns the user, hold the fiber tip to a non-reflective surface and ensure that a circular red spot appears. If the spot was weak or not visible, do not use and return the device to boston scientific for replacement. Improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the treatment room and accidental laser exposure to the treatment room personnel or patient. Based on all gathered evidence, the probable cause selected for this complaint is failure to follow instructions, which indicates the problems traced to the user not following the manufacturer's instructions. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID 200 laser fiber was used in a cystourethroscopy with ureteroscopy procedure performed on (B)(6) 2019. Reportedly, the laser unit used was versapulse 100 watt laser console. According to the complainant, during the procedure, the sma boot connector that hooks to the machine melted. There was no serious injury nor adverse patient effects as a result of this event.